Manufacturer narrative:
PMA/510(k) #: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The device was used for stent placement in the hepatic portal region in the right lobe. Though the physician attempted to deploy the stent after advancing the delivery system to the target site, he encountered a difficulty in pulling the handle since the handle was very hard. When he pulled the handle with force, he heard snapping sound. The handle became light after that and it also became unable to deploy the stent. The delivery system was removed from the patient, then separation of the sheath was confirmed. Another device was used instead to complete the procedure. There have been no adverse effects to the patient reported. Patient outcome: there have been no adverse effects to the patient reported. Patient/event info - notes: physician's comment: I used the device as usual, but the failure occurred. Sales rep's cmment: tortuosity observed in the patient was not so severe. Balloon pre-dilation with an epbd balloon for the stricture is regularly performed in every procedure in this hospital. The user did not felt resistance while advancing the delivery system to the target site. Additional information: prefix zilbs: was a sphincterotomy or balloon dilation performed prior to use of the stent device? (Yes). Est was performed in the papilla and balloon pre-dilation was performed in the stricture. Was post-dilation performed after the placement of the stent? (No). What brand of endoscope was used with the device? Olympus/ jf260v. What was the target location for the complaint device? Hepatic portal region (right lobe). Was the device flushed through both flushing ports before the procedure, as per IFU? (Yes). Details of the wire guide used (name, diameter, hyrdophyllic)? Olympus/ visiglide 0.025inch. Was resistance encountered when advancing the wire guide or delivery system to the target location? (No). How did the physician deal with this resistance? Was the patient's anatomy tortuous? (No). Did the tip of the delivery system cross the target location? (Yes). Did the user pull the handle toward the hub during deployment and delivery system was not pushed during deployment? (Yes). Was the stent being placed through the side wall of a previously placed stent? ¿¿¿(no) was the elevator in the down position during deployment? (Yes). Are images of the device of procedure available? (Not avalable). Thrombosis: n/a. Restenosis: n/a. Occlusion: n/a. Worsen claudication/pain: n/a. Stent shortening: n/a. Difficulty advancing over the wire guide: n/a. Sheath separation: details of the wire guide used (diameter, hydrophyllic, make)? Olympus/ visiglide 0.025inch. Was high resistance encountered during stent deployment? (Yes). Was the patient's lesion heavily calcified / was the patient anatomy tortuous? (No). Was pre dilatation conducted prior to stent deployment? (Yes). Was the stent device flushed through the flushing port(s) before the procedure, as per IFU? (Yes). Was the delivery system damaged/kinked/twisted? (None). Was the delivery system tracked around a tight angle in the patient anatomy or around a tight angle in an endoscope? (No). Deployment difficulty. Was the device flushed through the flushing port before the procedure, as per IFU? (Yes). Was the stent fully deployed in the patient? (No). Was the target site severely calcified? (None). Was patient anatomy tortuous? (No). Was pre dilatation conducted before stent deployment? (Yes). Was the delivery system kinked or twisted during deployment? (None). Thumbwheel only ¿ was the distal end of the stability sheath inside the access sheath? - n/a. Thumbwheel only ¿ was the retraction sheet being held during deployment? - n/a.

Event description:
Cancellation report being submitted following confirmation from quality on (B)(6) 2021 that "the use of a non-recommended wire guide and the stent strut protruding through the outer sheath can be linked (as previously confirmed) and captured under pr (B)(4)(FDA ref no. 3001845648-2020-00900)."

Manufacturer narrative:
Cancellation report being submitted following confirmation from quality on (B)(6) 2021 that "the use of a non-recommended wire guide and the stent strut protruding through the outer sheath can be linked (as previously confirmed) and captured under pr (B)(4)(FDA ref no. 3001845648-2020-00900)."